Manufacturer narrative:
"Serious injury" chosen because this was an expected adverse event that required the patient to endure a re-operation, which is similar to a serious injury for this procedure. This adverse event was discovered after the event and the hospital had disposed of the valve, so could not evaluate it. The device history record was reviewed and the valve was found to have been built per specifications.

Event description:
While entering tracking database implant information, a patient was observed to have received a second implant of the same position (aortic). The surgeon's office was contacted and it was reported that the re-operation was due to prosthetic endocarditis. No other information available. Valve is not available for return. This is being reported because endocarditis is defined in the aats/sts guidelines as valve-related and reportable, therefore it is being reported. It is listed among expected adverse events that can occur for a heart valve patient in section 5 of the IFU. It is occurring within expected frequency, no trends are seen.